Event description:
On (B)(6) 2012, the distributor contacted animas, alleging that the up arrow, down arrow and ok keypad buttons were unresponsive. There was no additional information available for this complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012, with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow, down arrow and ok keypad buttons were found to be intermittently unresponsive; the contrast key responded appropriately. There was evidence of contamination found under all key contacts and none of the keys had normal tactile feel. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Initial(B)(6).